Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 51 mg/dl, which was treated with 15 grams of oral glucose resulting in a subsequent reading of 102 mg/dl; the patient typically does not snack before sleep and often provides ¿more¿ or ¿less¿ meal announcements, which was discussed as a potential contributor to ilet maladaptation, and no new exercise or medication was reported. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component were both reported as having insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.